Event description:
The 3m precise disposable skin stapler x 2 malfunctioned. One did not function at all. The handle of the other one became non-functional. Diagnosis or reason for use: rotational flap closure of scalp. Event abated after use stopped or dose reduced: no.